Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 1.14 ml std bore was damaged/deformed/cracked. The following information was provided by the initial reporter: valve broken.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/11/2021. H.6. Investigation: our quality engineer inspected the sample and photo submitted for evaluation. Bd received one photograph which displayed the product with the reported failure. The reported issue was confirmed upon inspection of the sample. Bd determined that the indicated failure was most likely attributed to improper use of the product or raw material issues. Bd was not able to replicate the error in our manufacturing process. Quality records have been consulted for tracking and trending purposes and this was the 1st occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 1.14 ml std bore was damaged/deformed/cracked. The following information was provided by the initial reporter: valve broken.